Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed in two (2) vascular probe devices. The unspecified particulate matter was observed in the inner pouches. The event occurred prior to patient use; therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
Two actual devices were evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Inspection of each pouch was conducted using the unaided eye under normal lighting, and loose particulate matter (pm) was noted on the inside wall of the inner pouch for each unit. Inspection under a microscope was performed for each unit and in each case, the loose pm was determined to be a fiber. The size of each fiber was determined to be within the acceptable specification range. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.